Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a button error alarm. The customer's blood glucose was 116 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to the corroded keypad traces. No unexpected audio/beep or button error alarm noted during testing. The device was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.